Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. Customer reported that they changing the battery in insulin pump when it gives a motor error alarm. Customer reported an motor piston encoder error alarm. The customer was advised to discontinue the use if insulin pump and revert to back up plan. The device will be returned for analysis.